Event description:
Hcp reports the pt rec'd a shock while going through an electrical door at the local grocery. Pt also reports a shock feeling when the device is manipulated. X-rays were obtained and impedances were checked showing a possible short in the system. The device was replaced in 2004. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is rec'd.